Event description:
It was reported a customer went to the pools and placed the insulin pump in a cooler, in a plastic bag. Customer reconnected to the device and the device started alarming button error. Customer couldn't get the act button to work. An hour later it started working, but the act button was working intermittently. Customer stated she reverted to back up plan for 3 days. She reconnected and device was working but the act button still needed an extra push to work properly. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.